Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A nurse called to report that the customer was in the hospital with a malfunctioning insulin pump that needed to get replaced. The caller stated that the insulin pump gave a button error alarm, and the customer was unable to clear it. The reported blood glucose reading was 370 mg/dl. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces on act button. Unable to perform the functional tests, including the displacement test, rewind, basic occlusion, occlusion test, prime and the excessive no delivery test due to no button response.